Event description:
Per the audiologist, the patient received a blow to the head. Testing in the clinic after the incident showed two, then later multiple, open-circuit electrodes. An integrity test done in 2007 was consistent with normal receiver/stimulator function with multiple open circuit electrodes. Explanation/reimplantation surgery had not been scheduled at the time of this report.

Manufacturer narrative:
.